Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 703:00 was confirmed but not duplicated during product evaluation. The root cause was determined to be a faulty user interface module (uim) printed circuit board (pcb). The uim pcb was replaced to correct this condition. Additional information: a service history review was performed revealing there have been previous reported problems with this device that are the same as or similar to the reported condition.

Event description:
The facility reported a colleague infusion pump with a failure code 703:00. It is unknown when or in which care area this event occurred. This condition may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.